Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device showed six months of remaining longevity. Three months later, device interrogation showed remaining longevity of less than three months. It was suspected that the battery of this implantable device was suspected to be depleting prematurely. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device showed six months of remaining longevity. Three months later, device interrogation showed remaining longevity of less than three months. It was suspected that the battery of this implantable device was suspected to be depleting prematurely. The device was explanted and replaced. No additional adverse patient effects were reported.